Event description:
Lead management case to extract one lv lead (4195) due to lead dysfunction with stenosis in the coronary sinus ostium. An lld ez was inserted into the lead and the procedure was started lasing with a 12f sls ii for approximately 10 seconds in the subclavian vessel before being able to pass the laser into the proximal svc. Lasing was resumed again in the mid svc for 5 seconds. The physician then pushed the sls ii mechanically to the tip of the lead then used it as counter traction for lead release. At that time, the blood pressure went down and a pericardial effusion was noted on tte. A pericardiocentesis was performed and then a sternotomy. Bypass was started and the injury in the coronary sinus ostium was repaired. Several attempts were made to stabilize the patient's hemodynamics however these efforts were unsuccessful and the patient did not survive intervention.